Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has been unhappy with the results due to the iol's not correcting her astigmatism and having to wear corrective lenses (spectacles). The consumer reported she has experienced blurry and cloudy vision while reading, watching television and driving. The consumer also reported floaters in her right eye. She has had a history of floaters, but they have increased following the iol procedure. At the consumer's request, the surgeon was not contacted. There are two files associated with this report. This report is for the first eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).